Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece was overheating and makes a grinding noise. There was no patient involvement.